Event description:
The customer reported to baxter (B)(4) regarding the equipo admon sol peel pouch, which had a defective roller clamp, it does not regulate. Patient injury and medical intervention were not reported for this event. Patient not involved. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.